Event description:
It was reported by customer that they cannulated the vein, advanced the guidewire and then had difficulty advancing the powerglide catheter. Upon feeling resistance, when they removed the catheter and noted that the catheter had a breakage in the middle portion of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 9/3/2025: there was no patient harm, injury, or complication from the event. When sliding the cannula over needle resistance met and pt. Reported discomfort. No blood return from port, cannula removed and small crack noted in side of cannula approx. 4cm in. Removed with no complications.